Event description:
Boston scientific received information that this device and another manufacture's left ventricular (lv) lead displayed alerts for low pacing impedance measurements. There was also question as to whether or not the lv lead was capturing the patient's myocardium. A request for additional information was made but was unable to be obtained. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.